Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a temporary caregiver "seemed to not be trained well in aseptic technique which caused the peritonitis event". During hospitalization for another indication, the patient developed peritonitis (twenty-three days after admission). On unreported dates for early treatment, the patient was treated with ceftazidime (dose, route and frequency not reported) and cefamezin (dose, route and frequency not reported). Both medications were prescribed for approximately three weeks. Extraneal and physioneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event and remained hospitalized for the other indication. On an unreported date the patient was retrained on the proper aseptic technique. No additional information is available.